Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the gantry of the imaging system could not fully extend in the x-direction due to damages to the x-stage cover. The cover was then removed, the dents in the cover physically corrected and then realigned to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that when moving the gantry in the x direction resistance could be felt. Looking at the x-stage cover revealed that it was damaged from the docking pins.